Event description:
It was reported by customer that inserting this PICC, we are unable to draw blood from purple lumen as it only pulls air through the rubber hub where stylet passes through. Able to safely insert sing other lumen. No harm to patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.